Event description:
The plate was implanted in 1999 for a fractured distal radius. About 2 months after discharge, pt experienced loss of flexion of the thumb. Examination showed rupture of the flexor pollicis longus tendon. Plate remains in the pt at this time.